Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the course of the analysis the lead body was found squeezed approx. 30 cm distal to the df4 connector pin. At this position the insulation body and the coating of the conductor cables to the ring electrode and to both shock coils were found damaged. These findings can be considered as the root cause for the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of 19 months oversensing, loss of capture and a suspected lead fracture were reported. The lead was explanted and returned to biotronik. No adverse patient side effects have been reported.